Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they saw the patient¿s surgeon on (B)(4) 2018 and they did not say anything else was wrong with the patient. No further information was provided. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient's ins eroded through the skin of the patient's pocket. The rep reported that the ins itself, and the impedances were fine. The rep reported that the hcp tested one side of the skin and there was no infection present. The rep reported that the patient had a revision surgery on (B)(6) 2018 to place the ins into a new pocket. No device issues were reported. No further patient complications have been reported as a result of this event.